Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm. When the ebb was exchanged, it still alarmed for ebb fault. The system controller was then exchanged. Log files were sent for review. The event log file displayed multiple strings of backup_battery_fault alarms beginning (B)(6)2024 as mentioned. The ebb faults occurred due to a failed ebb load test. There was no interruption in pump support during these events. There were no other unusual events seen within the log files.

Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the initial report, the device is not implanted. Section d9: product received date corrected manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 (09:40:32-13:15:50, 13:15:52-13:16:06, 13:16:08-14:12:07, 14:12:08-14:15:22) the backup battery fault alarm activated due to the backup battery not passing the load test. The load test did not pass due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarms briefly resolve each time along with backup battery circuit and backup battery memory tag faults. This is consistent with the backup battery being reseated or exchanged. At 14:15:23, the backup battery passed a self-test and the backup battery fault alarm resolved for the remainder of the log file. The backup battery fault alarms did not impact the system controller¿s ability to support the pump. There were no other notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated exchanging the backup battery did not resolve the alarms, but exchanging the system controller did clear the alarms. A review of patient history revealed a previous reported event of backup battery fault alarms on (B)(6) 2024 which was confirmed via the log files but was unable to be reproduced on the returned system controller. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. Device history records were reviewed and showed the backup battery, serial number (B)(6), as a component of heartmate 3 system controller, serial number (B)(6). Both were made in accordance with manufacturing and qa specifications. The system controller and backup battery were shipped to the customer on 23oct2023. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.